Event description:
Caller reported a cartridge alarm that did not adversely impact their blood glucose levels. Technical support confirmed that the customer had experienced cartridge alarms with consecutive cartridges and proceeded with replacing the pump. The customer was advised that they would receive a replacement pump with updated software and provided with instructions for storage mode and returning the problematic pump. They were informed about the need to program their settings into the new pump and to connect their cgm. Caller acknowledged and understood all the instructions provided by technical support, including the use of a backup insulin pump to ensure continuity of insulin delivery.